Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken. Initially, they were getting mixed results on impedance measurement with some values showing "?" And other greater than 4000 ohms. The call occurred during an operating room procedure to replace the implantable neurostimulator (ins). Prior to connecting the entire system together, they checked sensory response and the patient was feeling stimulation vaginally at 0.2-0.3 volts. They shut off and moved the led overhead lights away from the immediate area to get rid of potential source of impedance issue. The rep was asked to increase parameters and re-run the impedance. They re-tested the sensory response again and the patient was still getting a good sensory response. When the rep re-ran impedance at 1.5 volts, 330 microseconds, all bipolar values normalized, but all case pairs were "?". It was confirmed that there was good tissue contact in the ins pocket. It was further reported on 2016-01-18 that this was a full replacement due to a patient accident. The odd impedance was likely due to a new lead placed against an old lead. The patient's contralateral would not test well. She was great post-operation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No follow-up was required as all the necessary information was provided. If additional information is received, a follow-up report will be sent.